Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that the customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found the pump had a partial display and intermittent blank screen.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found the pump had a partial display and intermittent blank screen.¿ the unit was triaged and the reported condition was confirmed. The screen was not legible as ¾ of screen was blank. The root cause could not be determined. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.